Event description:
It was reported that the micro sagittal saw overheated during testing at the user facility. There was no pt involvement and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device has been received at the manufacturer and a quality investigation is in progress. A follow-up report will be filed when the investigation has been completed.